Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a fault code upon interrogation indicating the battery voltage is too low for the projected remaining capacity. Boston scientific technical services (ts) discussed device replacement. The device was explanted and replaced with a new device. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device memory was downloaded and reviewed by a boston scientific reliability assurance engineer. The low voltage fault was confirmed and was declared on (B)(4) 2012. No additional faults or resets were stored within the devic memory. A review of the current voltage confirmed that therapy was still available. Since the device is not detecting the loss of battery energy, the indicator readings are incorrect; thus the reason for the fault. Engineers discussed the current appeared consistent over time, however, noted that this could change at anytime, which is why a replacement was recommended. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted tool marks on the device casing and header. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.